Manufacturer narrative:
The hill-rom technician found the control membrane needed to be replaced. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Test the siderail switches for proper operation. Check for momentary operation of the switches. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2015. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the control membrane to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed was moving by itself. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #.